Event description:
It was reported that the telemetry head blinked green intermittently then turned yellow. This occurred with 2 programmers. The batteries were changed in the clinician programmer. The health care professional (hcp) would try changing environments, if that does not work the patient will get a lateral x-ray. An alarm date of 10-12 was indicated. Additional information received reported that it was thought electromagnetic equipment around the patient was not allowing the pump to be read. The patient¿s environment was changed for a refill and they did not have any problems reading the pump. No patient problems. The pump was used to infuse lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).